Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl 439 mg/dl, 30 mg/dl. Customer treated with glucose tablet for low blood glucose and insulin pump for high blood glucose. Customer stated insulin pump had inulin flow block alarms and belt clip broken. Customer declined troubleshooting for high, low blood glucose and also for insulin flow block alarm. It was unknown whether the auto mode was using or not. The insulin pump will not be returned for analysis.